Manufacturer narrative:
Conclusion code: asp's technical engineer performed a corrective maintenance of the injection system. The sterilization technologist blx revalidated the system. After 48 hours of incubation of the biological indicators did not show growth.

Event description:
A facility reported the injection needle penetrated the same empty cell instead of advancing. The loads were recalled, but some instruments had been used for procedures. No patient injuries were reported.